Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/20/2021. H.6. Investigation: one sample was received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. Investigation of the infusion tubing revealed a large crack at the female luer adapter on the infusion set. A device history record review could not be performed on model 10014914 because a lot number was not provided by the customer. Based on previous investigations and additional information received from manufacturing addressing a similar failure mode, the root cause for this failure is identified as internal stresses created in the luer during the manufacturing process. These internal stresses make the female luer adapter more susceptible to chemical and mechanical attacks.

Event description:
It was reported that the dehp-free adset mic tbg disc 60 in experienced leakage. The following information was provided by the initial reporter: syringe connection point of syringe IV tubing appears cracked. Noticed leakage after flush infused. No leakage noted prior while antibiotic infused.

Manufacturer narrative:
Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the dehp-free adset mic tbg disc 60 in experienced leakage. The following information was provided by the initial reporter: syringe connection point of syringe IV tubing appears cracked. Noticed leakage after flush infused. No leakage noted prior while antibiotic infused.